Event description:
Per the clinic, the abutment was electively removed under general anesthesia on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.